Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/ allergic reaction.

Event description:
It was reported that a spaceoar vue device and fiducial markers were placed transperineally under monitored anesthesia care without complications. After the procedure, the patient was moved to the post-anesthesia care unit and began to experience itching. Subsequently, the patient developed breathing difficulties, turned bright red, and exhibited classic symptoms of anaphylaxis. Steroids were administered; however, the patient became hypotensive, required intubation, and was transferred to the intensive care unit. The patient was extubated the following day, and the symptoms resolved. The patient has no known allergies, neither to polyethylene glycol nor to iodine, this incident was the first allergic reaction. The patient is scheduled to undergo external beam radiation therapy.